Event description:
The customer contacted physio-control to report that their device had a service indicator present and that it would not complete the boot-up cycle. Additionally, the device had a white display. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control examined the customer's device and verified the reported issue, observing that the device would not complete the boot up cycle. Physio then replaced both the system controller (sc) and user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further evaluated the removed sc pcb assembly and determined that the cause of the reported issue was an integrated circuit (ic) chip, designator u60. The removed ui pcb was an ancillary part and there was no failure of this assembly.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.